Event description:
Boston scientific crm received information via a post-market study that this device was identified as having at least one episode of noise/artifact. The noise was oversensed and resulted in at least two seconds of pacing inhibition. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.